Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: as reported by the user facility: the patient was on tpn, and the provided tpn tubing was signaling an alarm for downstream occlusion. Troubleshooting was performed, revealing no kinks and confirming that the IV central line is patent. A trial to re-priming was attempted, but the alarm for downstream occlusion continued, even with the line detached from the patient. The bedside nurse replaced the tubing with an identical type, yet the issue persisted.